Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is state that the modem is not responding. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center, and additional failures observed that the modem electrical damaged post reboot. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped.